Manufacturer narrative:
(B)(4). Intraocular pressure, delayed uncontrolled not reported. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Result: work order search: one similar complaint were reported for units with in the same lot. Claim#(B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a vicm5_13.2 implantable collamer lens, -09.00 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the patient experienced pigment dispersion, headaches, and ocular pressure. On (B)(6) 2017 it was documented that there was no free pigment in anterior chamber of the patient. The lens remains implanted.